Event description:
It was reported that the patient experienced prolonged elevated blood glucose after a supply change, and glucose levels began to decrease only after changing the infusion set on the ilet system; no issues were observed with tubing or cannula at the time of the call, and the patient was advised to continue monitoring. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing recovery as glucose trended downward. Investigation included troubleshooting and user education conducted by support, with instructions to observe for continued improvement. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.